Event description:
Per the health care professional, the child hit his head over the implant site on a car door. He developed a skin flap infection that did not clear with treatment. The device was explanted. No decision regarding reimplantation have been made yet.